Event description:
Information was received indicating that a smiths medical pump turned black and did not work anymore. The patient was receiving remodulin at a rate of 0.018cc/hour. There was no patient injury. The issue was resolved by changing the infusion pump to a different one. There were no reported adverse events.